Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Initial visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. Visual inspection noted that the female luer of the extension had a 10.1 mm crack. Functional testing confirmed that the set began to leak at the female luer crack. The root cause of the leak was determined to be the female luer crack. The origin of the crack is unknown. The probable root cause was determined to be material degradation, combined with other factors such as over-torqueing and excessive solvent.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that they attempted to attach maintenance fluid to the y-site of a dilaudid pca tubing when they noticed fluid leaking on the floor from the y-site of the pca tubing after 15 minutes into the infusion. There was no patient harm.